Manufacturer narrative:
Block e1: the initial reporter's facility name is (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: a wallflex fully covered biliary stent and delivery system were received for analysis. The stent was received fully deployed and expanded. No problems were noted with the stent and delivery system during visual inspection. The reported event of stent failure to expand was not confirmed as the stent was received fully deployed and expanded. Also, the reported event of stent positioning issue was not confirmed because this event occurred during the procedure and is not possible to replicate in the laboratory of analysis. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent was to be implanted in the bile duct to treat a 7cm malignant stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was deployed; however, it was observed that the front end of the stent was unable to expand. When the endoscope was withdrawn, it was noted that the stent was moved out of its position. Subsequently, the stent was removed with forceps and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent was to be implanted in the bile duct to treat a 7cm malignant stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was deployed; however, it was observed that the front end of the stent was unable to expand. When the endoscope was withdrawn, it was noted that the stent was moved out of its position. Subsequently, the stent was removed with forceps and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter's facility name is (B)(6) hospital, (B)(6) university. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.